Event description:
Reporter alleged being transported to the hosp and treated due to the blood glucose monitoring device results. Reporter stated result was 84 mg/dl and a retest measured 300 mg/dl 2 minutes later and called paramedics. Reporter indicated paramedics tested glucose on their meter and reading was 178 mg/dl within 30 minutes later. Reporter stated paramedics treated her with a shot before she was transported to the hosp where she remained for 3-4 hours and was tested until glucose level was 121 mg/dl. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.